Event description:
Customer called to report that they were hospitalized for high blood glucose levels. Customer's blood glucose reading was 600+ mg/dl. However, customer's blood glucose reading at the time of emergency room visit was 732 mg/dl. Customer reported that symptoms related to their high blood glucose levels were stomach pain, weakness, nausea, and frequent urination. Customer was wearing the pump at the time of emergency room visit. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.